Manufacturer narrative:
(B)(4).

Event description:
Preoperative diagnosis: cervical spondylosis c6-7. Brief history: progressively worsening neck and arm pain following an automobile accident. Evaluation revealed a kyphotic angulation of c6-7 with a large disc herniation with anterior cord flattening and severe foraminal stenosis along the right. Patient failed a course of conservative care. It was reported that the patient underwent an anterior cervical discectomy and smith-robinson fusion c6-7 with hydrosorb and rhbmp-2 /acs. During the surgery, the end-plates were decorticated with a rasp and appropriate size hydrosorb graft selected. This was filled with infuse and placed in the disc space. Additional infuse was placed lateral to the graft with care being taken not to allow this to protrude back into the spinal canal and out into the foramen. The patient's post op period was reportedly marked by complications which included, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient reportedly has experienced physical and mental pain and emotional/mental damage.

Event description:
It was reported that on: (B)(6) 2004 the patient presented with the following pre-op diagnosis: cervical spondylosis c6-7 and disc protrusion at c6-7. The patient underwent: anterior cervical discectomy and smith robinson fusion c6-7 with hydrosorb and rhbmp-2/acs; application of anterior plate c6-7. As per op notes, an appropriate hydrosorb was selected and was filled with rhbmp-2 and placed in the disc space. Additional rhbmp-2 was placed lateral to the graft with care being taken not to allow this to protrude back into the spinal canal and out into the foramen. The procedure was then turned over to the orthopedic service for anterior instrumentation. A 25 millimeter plate was held onto the anterior vertebral bodies with temporary holding pins. Two holes were drilled into c6 and c7 and 13 millimeter 3.5 screws were placed times four. They were snugged down, temporary holding pins were removed. The locking device was slid over the top of the screw heads and additional bmp sponge was placed in the lateral aspect of the disc, this after light irrigation. No patient complications were noted.